Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient's peg tube was unable to be mobilized. On (B)(6) 2022 during a tubing replacement via endoscopy, the physician removed the j tube but was unable to remove the peg tube due to a buried bumper. On (B)(6) 2022, a surgeon removed the peg tube with the buried bumper and a new peg tube was placed in the same stoma site.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.